Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the touch pen and the arrow on the screen did not align and the overlay/bezel assembly was replaced and the stylus calibrated to resolve. (B)(4).

Event description:
It was reported that the stylus touch pen would not work on the programmer screen, that in the lower right corner the cursor was off by 1/4 inch. It was noted that changing out the pen as well as attempting to calibrate the pen did not resolve the issue. The programmer was returned for service. There was no patient involvement.